Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No flashing on the screen or display anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 8.4mmol/l. Customer stated the screen on the insulin pump was flashing and none of the buttons were working. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.